Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.